Manufacturer narrative:
Product analysis (B)(4) :equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub, micro catheter body, distal tip, or marker bands. Testing/analysis: the total length was measured to be ~155.3cm, and the usable length was measured to be ~147.5cm which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). An in-house coil (model: qc-2-4-helix lot: a128430) inserted into the echelon-10 hub, through the micro catheter body and out the distal end with no resistance encountered. Under magnification, the outer coating was inspected and found undamaged. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter crushed¿ and ¿coating¿ could not be confirmed. The returned echelon-10 micro catheter was found undamaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon opening the package, the echelon 10 micro catheter exhibited several irregularities, including apparent de lamination and evidence of being crushed in the middle section. The catheter was not used, and a new one was selected for the procedure. There was no patient involved. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.